Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon functional testing the fse found that power cycled breaker in m-cabinet. To resolve the reported issue the fse corrected the tripped breaker. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not booting up and displayed an ¿x-ray system switched off¿ warning message. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.